Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro cautery was missing inside the medical casing and would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. No tissue or charred materials were observed on the jaws. The cautery component was observed to be intact. The heater wire was slightly flexed away at the center from the hot jaw and remained attached at tip and the base. No visual defects were observed. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it was activated when the power was switched on. Energy was delivered to the device. Based on the return condition of the device and the evaluation, the reported failure mode for ¿failure to deliver energy¿ and "missing cautery" was not confirmed and confirmed for the analyzed failure mode "bent wire". Specific actions for the confirmed failure modes are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro cautery was missing inside the medical casing and would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.